Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Unable to upload/download anomaly using carelink not confirmed. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 27-mar-2023 in the pump history file. 03/27/2023 00:39:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 19000 (1.9 u) bolusamountdelivered: 19000 (1.9 u) 03/27/2023 02:14:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 41000 (4.1 u) bolusamountdelivered: 41000 (4.1 u) there was no auto suspend alarm noted on the pump history file. There was a user suspended alarm listed below on the event date 27-mar-2023 in the pump history file. 03/27/2023 10:21:25.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the daily total of all insulin delivered on the event date 27-mar-2023. 03/28/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 03/27/2023 00:00:00.000 dailytotalofallinsulindelivered: 109000 (10.9 u) dailytotalofbasalinsulindelivered: 49000 (4.9 u) dailytotalofbolusinsulindelivered: 60000 (6 u) please see below for the pump errors/alarms noted 1 week prior to the event date 27-mar-2023 in the pump history file. 03/24/2023 08:41:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus 03/24/2023 08:48:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Unable to upload/download anomaly using carelink not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 700 mg/dl at the time of event. The customer was treated with a manual injection. The customer was admitted in hospital for diabetic ketoacidosis and treated with intravenous insulin infusion. The customer experienced symptoms such as increased thirst. Troubleshooting was performed and found that the pump was under delivering the insulin. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event and auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.